Event description:
It was reported that the patient experienced a catheter dislodgement with loss of effect and return of spasticity. The patient was treated with oral baclofen "without severe problems". The patient underwent surgery; the entire catheter was removed and replaced.

Manufacturer narrative:
(B) (4).